Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly. After observing proper device operation through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the single board computer on the system pcb assembly was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it would not complete a boot cycle. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.